Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open cassette. Analysis and results: there are no previous complaints of this code batch of which (B)(4) cassettes were manufactured and distributed in the market, there are no units in stock. Received one open and used cassette. Date of cassette's opening written on it is 29.01.2016. The cassette is within the 4 months after opening and prior to the expiration date. Tested the knot pull tensile strength of the thread in the cassette received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the thread in the cassette received fulfil the specifications of OEM, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: australia. The customer has advised the thread is brittle & constantly breaking.